Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR?, device evaluated by MFR? Device evaluated by MFR.: device was returned for analysis. Device analysis revealed 5 kinks throughout the catheter shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter tip was broken. During unpacking for a coronary angioplasty procedure, it was noted that the tip of a 6f runway guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter tip was broken. During unpacking for a coronary angioplasty procedure, it was noted that the tip of a 6f runway guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.